Manufacturer narrative:
Additional information: b5, h6, h11 b5: the customer reported that following an investigation(outside of baxter service) the event was determined not to be attributed to the pump and to user workflow. Additional information from the customer reported there were kinks present in the IV line, upstream occlusion was observed and the pump did alarm for the same. No additional information is available. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a delayed upstream occlusion alarm during patient therapy. The pump infusion had been paused for 23 hours and then restarted with the line still clamped (suspected partial occlusion). It was further reported that the device did alarm upstream occlusion (but it was not clarified how long it took to alarm). During troubleshooting at the user facility, it was determined that this was not attributed to the pump but rather to user workflow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.